Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
(B)(6) registry: it was reported that subject was diagnosed with coronary atherosclerotic heart disease. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to proximal left anterior descending artery (lad) with 99% stenosis and was 15 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day for further treatment. At the time of the event the subject was on aspirin and ticagrelor. Medication was given to treat the event. Six days later, the event was considered to be recovered/resolved and the subject was discharged from the hospital.